Event description:
Reporter alleged family member was dosing insulin based on the blood glucose monotiring device result and consequently was treated with an IV. Reporter stated family member was getting high readings and was found in a "comatose condition" and tested her with a device result of 144mg/dl. Reporter stated the prior evening, device result was 133 mg/dl and family member dosed normal 15 units of insulin. Reporter stated paramedics were called and their device result for family member was 50 mg/dl. Reporter stated family member was hospitalized for a week and was put in a "rest home" afterwards allegedly due to the low blood glucose incident. Reporter indicated no controls were used and test strips were expired. A request was made for the return of the suspect device and replacement product was sent.